Manufacturer narrative:
Continuation of concomitant products: 4968-60 lead, implanted (B)(6) 2004; d154awg ICD, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the left ventricular (lv) lead was noted to be fractured and had high impedance measurements. The lead was capped. No patient complications have been reported as a result of this event.